Event description:
It was reported that during an open pneumonectomy, the knife did not move forward at the 2nd firing on the blood vessel after closing. The cartridge was white. Although bleeding occurred from the blood vessel after the device was released, it was recovered by suturing with a prolene. The amount of the bleeding was unknown. Blood transfusion was not required. After that, the blood vessel was ligated. There were no adverse consequences to the patient. After the operation, the sales rep found that a few staples were protruded. A nurse commented that the cartridge had been loaded properly.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Incomplete cycle, spring lockout tab the analysis showed that the atw35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received partially fired 1/3 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.